Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device in this incident. It was determined that the servers were disconnected flag, and all stations were in critical override and disconnected mode a technical support specialist (tss) had found that the main service was stopped on the carefusion coordination engine (cce). The tss stopped the system service and sql service, restarted all services, and confirmed that messages were flowing again. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server were in critical override and disconnected mode the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.